Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4023-85 lead implanted: (B)(6) 2002. A 694965 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that a pocket infection occurred with systemic signs of infection. Blood cultures were negative. Transesophageal echo cardiography was negative for signs of endocarditis/ vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.